Manufacturer narrative:
B3: the peritonitis event occurred on an unreported date "last month". E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient presented to the hospital; however, it was not reported if the patient was admitted for the event. The patient received unspecified treatment for the event. The cause, patient outcome and action taken with pd therapy were not reported. No additional information is available.